Event description:
The kit involved in this case is a "pleura guide disposable chest tube kit". The package was thrown away prior to getting the lot number. The item that broke was the curved kelly clamp, size large. The clamp broke while the physician was trying to spread the ribs in order to place the tube. The issue is an equipment malfunction. No harm came to the patient and another kit was opened to obtain a new clamp. The result was a delay of about 30 seconds while another kit and clamp were obtained.